Event description:
The customer reported that pacing was delayed because they could not acquire an ECG waveform. There was no report of negative impact to the involved pt.

Manufacturer narrative:
The customer reported that pacing was delayed because they could not acquire an ECG waveform. There was no report of negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.